Event description:
The facility representative reported a pump in which the pump stops the infusion intermittently. Information was not provided regarding whether or not the problem occurred during an infusion. No patient injury or medical intervention was reported. Although baxter attempted to obtain information, details were not available regarding additional contact information. No additional information is available.

Manufacturer narrative:
This device has not yet been received for evaluation. Should the device evaluation become available, a follow-up report will be sent. (B) (4)